Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the clinical study site that the patient, "shaky and swaying", patient swaying to right when walks. Patient states first noticed was shaky and swaying and symptoms have persisted. Nine days later, neuro consult stated patient developed aphasia and CT scan of head reviewed which show new left anterior mca infarct. On exam: expressive aphasia, significant ataxia in both sides, worse on right. No visual field cut. The speech still slurred, patient able to move all extremities. Twenty-six days later, the neurological deficits were stable at discharge. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the clinical study site that the patient on (B)(6) reports, "shaky and swaying" neurology consult: patient swaying to right when walks. Patient states first noticed was shaky and swaying on (B)(6) 2012 and symptoms have persisted. On (B)(6) neuro consult stated patient developed aphasia and CT scan of head reviewed which show new left anterior mca infarct. On exam: expressive aphasia, significant ataxia in both sides, worse on right. No visual field cut. On (B)(6) the speech still slurred, patient able to move all extremities. Fluids stopped today per family request, patient no longer on meds at the request of family. No inr checked today as patient refused lab draws. On (B)(6) 2013 the neurological deficits were stable at discharge. No additional information available.